Event description:
It was reported an angio-seal was selected for use. Initial deployment was correct and successful. The patient was transferred to the ward and was ambulating later that evening. The next morning when the patient was showering, the nurses found the patient was sweating as she was in a lot of pain. They found swelling in the groin measuring 10x7cm. They applied manual pressure for 20 minutes and then used a femostop for 10-15 minutes. Additional information revealed the patient was hospitalized an additional day for further symptom monitoring. The patient's condition now is fine and she is recovering from the bruising.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.